Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for one patient with a coaguchek xs plus meter serial number (B)(4) compared to laboratory sysmex ca-7000 analyzer with recombinplasin reagent. The time difference between meter and laboratory testing was requested but not provided. The patient¿s meter result was 1.6 inr, and the patient¿s laboratory result was 2.6 inr. The patient¿s therapeutic range was requested but not provided.